Manufacturer narrative:
Attempts to obtain additional information regarding this event were performed on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The practice emailed merz/ulthera on (B)(6) 2022 to report they have received a signed release from the patient to provide additional information, and they would provide information. At the time of this report, no additional information has been received. When additional information is received, a supplemental report will be submitted.

Event description:
A patient reported directly to merz/ulthera via email on 25-aug-2022 alleging a potential cellfina adverse event. The patient reported: "please help me. I had cellfina done by a provider in my area and I have multiple hard spots, lots of scars and discoloration as well as more lumps and bumps and dents in my thighs and buttock area. Who can I speak to regarding my concerns. The doctor is treating the hard bumps with ultrasound and red light. I am very worried that this will be permanent. My procedure was done in (B)(6) 2022, almost 4 months ago and I look worse then what I started with." An email was sent to the patient on 26-aug-2022 requesting treatment provider and the name of the practice where her treatment was performed. The patient replied same day with this requested information, and also stated "my procedure date was (B)(6) 2022. I feel deformed and worse then what I started as. Some of the incision scars are larger and I needed stitches to close 3 of the incisions but they all left large scars. I also have many dark circle discolorations in the shape of the cellfina device. I have hard lumps, five on the left butt and thigh and seven on the right side. I still have dimples of cellulite and now I have lumps and bumps. I also now have broken blood vessels that look like varicose veins that are localized around each hard nodules that are located at each site under the skin. I wish I could reverse time and I would have never done this treatment. Something went terribly wrong and I would appreciate any help I can get to reverse this process. The practice where I had the procedure done is treating each hard nodule with red light. I now have a red light therapy bed membership, which claims to help the healing process. I also purchased and ice bath for home use to plunge myself into for 3-5 min every day to help with circulation in the area. I have also completed 24 sessions of endosphere lymphatic massage to help break down anything in these areas. The practice where I had the cellfina done is now starting ultrasound to each hard nodule in hopes to soften them. I spent thousands of dollars for the cellfina procedure and now I have spent even more on additional treatments trying to manage the deformities that happened. The doctor looked at me once after the procedure and said, I need to be patient and wait for healing." Attempts to obtain additional information were performed on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The practice emailed merz/ulthera on (B)(6) 2022 to report they have received a signed release from the patient to provide additional information, and they would provide information. At the time of this report, no additional information has been received.

Manufacturer narrative:
No additional information regarding this event or devices used during this treatment was provided for this report despite attempts made on 26-aug-2022, 08-sep-2022, 14-sep-2022, 15-sep-2022, 21-sep-2022, 03-oct-2022, and 04-oct-2022. It is unknown if any malfunctions or device deficiencies occurred during this treatment. An evaluation of the cellfina devices used during the treatment was not performed as no information regarding the devices was obtained. Additionally, no allegations of any malfunctions or device deficiency were reported. As no information related to the devices used during the treatment was provided, an evaluation of the lot complaint history or device history records could not be performed. As the patient's reported issues have lasted a considerable time and an additional treatment was performed in an attempt to resolve the alleged issues, permanent damage/scarring could not be excluded with certainty. A review of the current cellfina patient complaint trend analysis for the reported issues of discoloration, scar (major)/keloid, skin surface convexity, depression or other irregularity, nodule, laceration, and hematoma revealed that none of the issues has occurred at a high enough frequency to generate a trend. These issues will continue to be monitored. No additional information is available at this time. If additional information is received, a supplemental medwatch will be submitted.

Event description:
A patient reported directly to merz/ulthera via email on 25-aug-2022 alleging a potential cellfina adverse event. The patient reported: "please help me. I had cellfina done by a provider in my area and I have multiple hard spots, lots of scars and discoloration as well as more lumps and bumps and dents in my thighs and buttock area. Who can I speak to regarding my concerns. The doctor is treating the hard bumps with ultrasound and red light. I am very worried that this will be permanent. My procedure was done in (B)(6) 2022, almost 4 months ago and I look worse then what I started with." An email was sent to the patient on (B)(6) 2022 requesting treatment provider and the name of the practice where her treatment was performed. The patient replied same day with this requested information, and also stated "my procedure date was (B)(6) 2022. I feel deformed and worse then what I started as. Some of the incision scars are larger and I needed stitches to close 3 of the incisions but they all left large scars. I also have many dark circle discolorations in the shape of the cellfina device. I have hard lumps, five on the left butt and thigh and seven on the right side. I still have dimples of cellulite and now I have lumps and bumps. I also now have broken blood vessels that look like varicose veins that are localized around each hard nodules that are located at each site under the skin. I wish I could reverse time and I would have never done this treatment. Something went terribly wrong and I would appreciate any help I can get to reverse this process. The practice where I had the procedure done is treating each hard nodule with red light. I now have a red light therapy bed membership, which claims to help the healing process. I also purchased and ice bath for home use to plunge myself into for 3-5 min every day to help with circulation in the area. I have also completed 24 sessions of endosphere lymphatic massage to help break down anything in these areas. The practice where I had the cellfina done is now starting ultrasound to each hard nodule in hopes to soften them. I spent thousands of dollars for the cellfina procedure and now I have spent even more on additional treatments trying to manage the deformities that happened. The doctor looked at me once after the procedure and said, I need to be patient and wait for healing." Attempts to obtain additional information were performed on 26-aug-2022, 08-sep-2022, and 14-sep-2022. The practice emailed merz/ulthera on 15-sep-2022 to report they have received a signed release from the patient to provide additional information, and they would provide information. Additional attempts to obtain information were performed on 15-sep-2022, 21-sep-2022, 03-oct-2022, and 04-oct-2022. All attempts for information have been unsuccessful, and at the time of this report no additional information has been received.